Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from follow up with the physician author indicated the dislodgement was due a lack of compliance of the patient, who exceeded with arm and shoulder movement against of physician¿s advice. It was noted that the physician did not have a complaint against the lead. No patient complications have been reported as a result of this event. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 10 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt, a supplemental report will be submitted accordingly. Referenced article:transvenous pacing in pediatric patients with bipolar lumenless lead: ten-year clinical experience. International journal of cardiology 255 (2018) 45¿49. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that one patient experienced lead dislodgement one day post implant due to patient arm and shoulder movement. The lead was explanted and replaced. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.